Event description:
It was reported that following the patient's abbott ipg replacement surgery the newly implanted ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted and replaced to address the issue. Therapy was restored post operatively.

Manufacturer narrative:
It was reported that following the patient's abbott ipg replacement surgery the newly implanted ipg was inoperable. Surgical intervention was undertaken wherein the patient's ipg was explanted and replaced to address the issue. Therapy was restored post operatively. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.